Manufacturer narrative:
Event date: the event occurred on an unreported date in (B)(6) 2022. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified drug and with an unspecified anti-inflammatory drug (intraperitoneal). At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. The reporter decline declined to provide additional information.